Manufacturer narrative:
The customer¿s report that the luer spin collar had cracked was confirmed upon visual inspection. Received from the customer is one used primary set model 2426-0007 lot unknown. The set was received with a green swabcaps on the smartsite ports and on the male luer end. Closer inspection under magnification observed no stress marks or tool marks. The root cause of the luer crack is due to prolonged exposure to alcohol causing the male luer plastic to weaken.

Event description:
The customer reported that when the nurse was removing the IV tubing set, it was found that the male luer spin collar had cracked. There was no leak and no alcohol disinfectant caps applied to the tubing set male luer. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the nurse was removing the IV tubing set, it was found that the male luer spin collar had cracked. There was no leak and no alcohol disinfectant caps applied to the tubing set male luer. There was no report of patient harm.